Event description:
Complainant alleged that while treating a patient who had coded (age and gender unknown) the device displayed a "status 56" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.